Event description:
During an initial implant procedure after multiple attempts to position the right ventricular (rv) lead, lead insulation damage was noted. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The cause of the reported event insulation damaged was confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. Visual inspection of the lead found the outer insulation was twisted along the entire length of the lead. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. The cause of the reported event insulation damaged was consistent with procedure damage.